Manufacturer narrative:
A medtronic representative reported that 'frame rates below expected levels' message was displayed after acquiring the first anterior posterior (ap) image during a spine procedure. The system was rebooted which resolved the issue. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was addressed in the current software upgrade. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that 'frame rates below expected levels' message was displayed after acquiring the first anterior posterior (ap) image during a spine procedure. The system was rebooted which resolved the issue. The system's logs were sent to the manufacturer for analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.